Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4).

Event description:
It was reported to vyaire that the enve ventilator shut down while connected to a patient. The customer stated that there is no information regarding patient harm.